Manufacturer narrative:
Adverse event or product problem updated from product problem to adverse event and product problem. B5 was corrected. Initially reported that the surgeon felt inaccurate after registration on bone and during placement but the surgeon felt accurate. Additional information was received and included in b5 as well. H1 updated from malfunction to serious injury. Upon further review, it was determined the codes included are applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy. The surgeon states that the catheter placement was not successful. The surgeon felt accurate after registration on bone and during placement. After two passes the surgeon did not have cerebrospinal fluid return. Navigation was aborted and the surgeon placed the catheter anatomically. There was a 2 minute delay to the procedure and no impact to patient outcome. Additional information received approximately a month later reported that the surgeon felt accurate with registration and when touching the bone, but could not explain why he was not able to obtain cerebrospinal fluid (csf). The surgeon could not say if navigation was actually inaccurate or if the ventricles (anatomy) had changed. Thus, the amount of inaccuracy was unknown, or if navigation was even inaccurate at all.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763, software version #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an alleged inaccuracy. The surgeon states that the catheter placement was no successful. The surgeon felt inaccurate after registration on bone and during placement. After two passes the surgeon did not have cerebrospinal fluid return. Navigation was aborted and the surgeon placed the catheter anatomically. There was a 2 minute delay to the procedure and no impact to patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system and no hardware parts were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.